Event description:
It was reported that the patient experienced hyperglycemia with a peak blood glucose of 370 mg/dl for approximately 3 hours after a supply change, with a caregiver noting an insulin odor but no visible leakage, and the patient did not use backup therapy. Symptoms included no acute clinical effects and negative ketones. Outcomes included no professional medical intervention and receipt of assistance from support staff. Investigation included troubleshooting and education. Investigation of this case revealed an unclear cause for the elevated glucose. It was concluded that the event was consistent with hyperglycemia of unclear cause and that user education and monitoring were appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.